Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed power error and pump error. The customer's blood glucose reading was 396 mg/dl at the time of incident. Troubleshooting advised customer to wait until the notification light stops blinking and then remove and replace battery and clear the alarms. Customer was also advised to monitor the pump and call back if issues persist. It was unknown if the customer would return the product for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected power error detected, pump error 29 or pump error 25 were noted during testing. No pump error 25 alarms noted on the detailed trace or long trace downloads. The power management tool confirms the unloaded voltage and loaded voltage are within specs. The insulin pump had minor scratched display window and case.